Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was reported as high, but no specific value was provided. The customer addressed the high glucose by using a correction injection via manual delivery. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.